Manufacturer narrative:
Additional procode: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal due to non-union. The patient was originally implanted with a trochanteric femoral nail advanced (tfna) system on an unknown date. The surgeon removed the 130 degrees right angle tfna nail and the tfna lag/ fenestrated screw. There was no surgical delay. The revision surgery was completed successfully with a 95 degree condylar blade plate. The patient outcome is unknown. This complaint involves three (3) devices. This report is for one (1) tfna fenestrated screw 100mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history record. Device history lot part number: 04.038.200, lot number: h566885, part manufacture date: n/a, manufacturing location: n/a, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device history batch null, device history review a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.